Event description:
Plaintiff reports initial bilateral implantation 6/8/82 with replacement 3/3/83. Plaintiff alleges various ilnesses including, but not limited to, scleroderma, rheumatoid arthritis, and chronic fatigue.